Manufacturer narrative:
(B)(6).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was used. During the procedure, it was noticed that the hemostasis valve of the access system was leaking. The procedure was completed with this device and there were no patient complications.

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was used. During the procedure, it was noticed that the hemostasis valve of the access system was leaking. The procedure was completed with this device and there were no patient complications. It was further reported at the time of the leak, there were no other devices inside the access system. The leaking was stopped by the use of thumb pressure and it was not difficult to close the hemostasis valve.

Manufacturer narrative:
(B)(6).